Manufacturer narrative:
(B)(4).

Event description:
Cgm accuracy. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.

Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On the day of the report, the patient experienced hypoglycemia and experienced feeling sleepy and mumbling. The patient could not remember the reading on the dexcom app at the onset of symptoms. The patient did not take a blood glucose meter reading at the onset of symptoms; however, it was reported that there had been similar inaccuracies with that sensor session. The patient's aunt called paramedics and fire department. The bg was 38 mg/dl and the cgm at that moment was not reported. The symptomatic hypoglycemia was treated with sugar drip and the patient was brought to the hospital. The sugar drip was continued until the bg was 118 mg/dl and the cgm at that time was not reported. The patient was hospitalized for 7 days until (B)(6) 2024. Of note the patient reported that the sensor was no longer working when he was in the hospital and the sensor was removed. At the time of the report 4 days after discharge, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, a correction is required.